Event description:
A malfunction alarm was reported with a code of malf 12. There was no reported impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue resurfaced, which the customer understood.